Event description:
On (B)(6) 2021, eri alert was received via homemonitoring. The battery indicated 33 percent remaining on the previous day. A revision is planned. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in (B)(6) 2021.

Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. As a first step in the analysis, the device was interrogated. The interrogation could be properly performed, and it revealed the battery status mos2. Battery trend data showed a temporary voltage drop followed by recovery of the battery voltage. In order to obtain further insights, the ICD was opened, and the inner assembly was inspected. The visual inspection showed no anomalies. The overall current consumption of the electronic module was verified by direct measurement and proved to be normal and as expected. There was no indication of a malfunction of the electronic module. The battery was disconnected from the electronic module and sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The battery was subjected to a visual inspection which did not reveal any signs of damage. In a next step, the battery was opened for destructive analysis. The inspection of the inner assembly identified lithium plating, which was found to be the root cause for the clinical observation. Please note, that this ICD is affected by the field safety corrective action, bio-lqc, initiated in march 2021.